Event description:
Boston scientific crm received information that in association with a competitor's device, this transvenous right ventricular (rv) lead perforated the heart wall during implant. This lead had been re-positioned multiple times and screwed in twice due to poor sensing and thresholds. Cardiopulmonary resuscitation was administered after tamponade, and pericardiocentesis was performed. The patient survived the procedure and was intubated and sedated. A computerized axial tomography (CT) scan was done. Patient showed some evidence of responsiveness.

Manufacturer narrative:
Subsequently, the patient was taken off life support and sent home to pass away. The local area sales representative did then confirm that the patient had passed away. If new information becomes available, this report will be further evaluated and updated.